Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced overheating of the processor with device use. The rechargeable batteries have been requested to be removed from service and have been replaced with new ones. There were no reports of patient injury.